Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that they had high blood glucose readings of 500 mg/dl. Customer reported symptoms of frequent urination and thirst and stated that they have treated for the blood glucose readings. Customer mentioned that they changed the site and did a complete set change. Customer eventually went off the insulin pump. The drive support cap was noted to be normal. Customer declined any further troubleshooting. Insulin pump is being replaced.